Manufacturer narrative:
Follow up report - device evaluation (09/27/2018): monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting ECG a and b was cut, damaging the wires in the section. Per the call report details, ems reported cutting the device while they were with the patient. There is no indication that the damage caused or contributed to the patient death as review of the event indicates the patient was not in a treatable rhythm prior to the device removal by paramedics.

Event description:
Follow-up report - additional information (09/27/2018): additional information indicated that ems cut the electrode belt while with the patient. The device was returned to zoll manufacturing corporation for evaluation on (B)(6) 2018. Per the downloaded ECG and flag data, the device detected bradycardia at 03:30:57 on (B)(6) 2018. The device is not designed to alarm for or treat bradycardia. The flags indicate that the te pads were not making proper contact with the skin from 03:37:06 to 03:37:14 am; however, there was no indication of any vt or vf at this time. Per the ECG recordings, the patient was in af from 20 to 90bpm with motion artifact visible on the ECG at the time the device was shutdown at 03:37:44 am on (B)(6) 2018. While monitoring the patient, no vt/vf was detected. There is no indication that the lifevest caused or contributed to the patient passing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. The patient's family reported that the patient was wearing the device when he suffered a cardiac event but that the device failed to alarm or deliver a treatment. The family reported that the patient was taken by ambulance to the hospital, where he was defibrillated and coded after the third attempt. The device used by the patient has not yet been returned from the field. Multiple attempts to recover the equipment have been unsuccessful. At this time, no software flag files or ECG data are available from the reported date of passing. The allegations against the lifevest are unable to be confirmed at this time. This report is being submitted out of an abundance of caution. A supplemental report will be submitted upon receipt and evaluation of the equipment and associated flag and ECG data.

Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not yet been returned for evaluation. No data is available from the reported day of the patient's passing. A review of the available flag data (until (B)(6) 2017 at 6:39:27 am) do not reveal any serious flags or patterns of flags that would suggest a device malfunction. A supplemental report will be submitted upon receipt and completion of the equipment evaluations.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. The patient's family reported that the patient was wearing the device when he suffered a cardiac event but that the device failed to alarm or deliver a treatment. The family reported that the patient was taken by ambulance to the hospital, where he was defibrillated and coded after the third attempt. The device used by the patient has not yet been returned from the field. Multiple attempts to recover the equipment have been unsuccessful. At this time, no software flag files or ECG data are available from the reported date of passing. The allegations against the lifevest are unable to be confirmed at this time. This report is being submitted out of an abundance of caution. A supplemental report will be submitted upon receipt and evaluation of the equipment and associated flag and ECG data.